Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty cable. The root cause of the faulty cable was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection the device was in good condition externally. However, when connected to the test otv-s400 processor a black screen was noted; there was no camera image and no error code displayed. This was found to be caused by a fault within the camera cable. A known good camera cable was fitted to the camera head and the camera image passed all tests in accordance with the original equipment manufacturer technical manual. The device failed the water leakage test failed due to leaking cable in addition, the device image had some defective pixels which were restored after completing the defective pixel adjustment. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device had a blank screen. The device had been functional in the prior procedure which was completed with no issues. After the procedure, when the device was plugged in the issue was observed. There is no patient involvement and no harm reported to any patient.